Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2013 the transmitter gave intermittent out of range signals for under 1 hour. At the time patient contacted dexcom technical support, patient felt fine.